Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while this patient was travelling in another country and getting into his car, he received two inappropriate shocks due to double counting of the t waves during atrial fibrillation (af) with aberrant conduction. The second shock induced a ventricular fibrillation (vf) that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to cardiovert during the various attempts. When at the hospital in switzerland, external defibrillation occurred to convert the arrhythmia. The patient was admitted to intensive care after the sinus rhythm was re-stabilized. In addition, extracorporeal life support was applied to the patient in the acute phase. The patient was discharged 15 days after the date of the event. Once the patient returned to their home country two weeks later, therapy was programmed back on in the s-ICD and a new programming occurred. The patient will be monitored via the remote home monitoring system until newly admitted into the hospital in the future for further evaluation and resolution. Boston scientific technical services (ts) reviewed the information available and noted that the fact the impedance is in a normal range however, shocks are ineffective suggest system placement evaluation is needed. Upon review of the treated episode, ts noted the calculated rate when double detection started was within 200-250bpm. The simulation model was not able to recreate all the over sensing condition in this case. It was further noted that some of the detection happened in shock zone where there is no correlation applied. Ts discussed possible programming and further troubleshooting options.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that while this patient was travelling in another country and getting into his car, he received two inappropriate shocks due to double counting of the t waves during atrial fibrillation (af) with aberrant conduction. The second shock induced a ventricular fibrillation (vf) that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to cardiovert during the various attempts. When at the hospital in switzerland, external defibrillation occurred to convert the arrhythmia. The patient was admitted to intensive care after the sinus rhythm was re-stabilized. In addition, extracorporeal life support was applied to the patient in the acute phase. The patient was discharged 15 days after the date of the event. Once the patient returned to their home country two weeks later, therapy was programmed back on in the s-ICD and a new programming occurred. The patient will be monitored via the remote home monitoring system until newly admitted into the hospital in the future for further evaluation and resolution. It was noted that boston scientific was not made aware of this situation until the patient was back in their home country of italy. Boston scientific technical services (ts) reviewed the information available and noted that the fact the impedance is in a normal range however, shocks are ineffective suggest system placement evaluation is needed. Upon review of the treated episode, ts noted the calculated rate when double detection started was within 200-250bpm. The simulation model was not able to recreate the over sensing condition in this case. It was further noted that some of the detection happened in shock zone where there is no correlation applied. Ts discussed possible programming and further troubleshooting options. Additional information was received that the episodes were reviewed further by ts, and it was noted there were three treated episodes. The first episode showed rates between 100 to 150 bpm prior to the event occurring. Once double detection started the values were inside conditional zone and even higher. Ts explanted that when the rate is within conditional zone the beat is labeled as treatable due to low correlation with template. The next episode was a continuation from the previous one. The first shock in this episode was delivered over a t-wave inducing a fast ventricular rhythm. Time to therapy including redetection was 16.4 seconds. The next shock took slightly longer for time to therapy at 18 seconds due to significant changes in signal amplitude. This shock was also noted to be ineffective. The third shock in this episode took around 17 seconds for time to therapy. The time to therapy was slightly faster than before because the signal was more homogeneous in amplitude. The last delivered shock for this episode, the fifth shock, had a time to therapy around 20 second. Initially again, high degree of amplitude variation was present after previous shock. Ts observed that the therapy did not appear effective. The episode ended in fast ventricular rhythm. At the end of the episode only sensed beats were seen because the calculated rate was below the lowest zone. The last treated episode was stored approximately 10 minutes later. The subcutaneous electrocardiogram showed fast ventricular rhythm labelled as a sensed beat as the calculated rate was below the lowest zone. Gaps in markers were noted due to the high degree of amplitude variation. Before the episode was stored the calculated rate dropped to 110 bpm or lower. Ts noted that around 40 seconds the beat classification changed to treatable due to a sudden onset compared to previous calculated rhythm. The shock did not appear to convert the arrythmia. A smart pass episode was stored approximately three minutes later with a rhythm that was slightly different in morphology compared to previous episodes. However, it still showed a fast ventricular rhythm labelled as sense because the rate of this rhythm is below the lowest zone. There was no double detection, and the rate was back to around 100 bpm with 0.1 mv amplitude. After these episodes there are other af episodes that show normal sinus rhythm complex with no additional tachycardia events.

Event description:
It was reported that while this patient was travelling in another country and getting into his car, he received two inappropriate shocks due to double counting of the t waves during atrial fibrillation (af) with aberrant conduction. The second shock induced a ventricular fibrillation (vf) that the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to cardiovert during the various attempts. When at the hospital in switzerland, external defibrillation occurred to convert the arrhythmia. The patient was admitted to intensive care after the sinus rhythm was re-stabilized. In addition, extracorporeal life support was applied to the patient in the acute phase. The patient was discharged 15 days after the date of the event. Once the patient returned to their home country two weeks later, therapy was programmed back on in the s-ICD and a new programming occurred. The patient will be monitored via the remote home monitoring system until newly admitted into the hospital in the future for further evaluation and resolution. It was noted that boston scientific was not made aware of this situation until the patient was back in their home country of italy. Boston scientific technical services (ts) reviewed the information available and noted that the fact the impedance is in a normal range however, shocks are ineffective suggest system placement evaluation is needed. Upon review of the treated episode, ts noted the calculated rate when double detection started was within 200-250bpm. The simulation model was not able to recreate the over sensing condition in this case. It was further noted that some of the detection happened in shock zone where there is no correlation applied. Ts discussed possible programming and further troubleshooting options. Additional information was received that the episodes were reviewed further by ts, and it was noted there were three treated episodes. The first episode showed rates between 100 to 150 bpm prior to the event occurring. Once double detection started the values were inside conditional zone and even higher. Ts explanted that when the rate is within conditional zone the beat is labeled as treatable due to low correlation with template. The next episode was a continuation from the previous one. The first shock in this episode was delivered over a t-wave inducing a fast ventricular rhythm. Time to therapy including redetection was 16.4 seconds. The next shock took slightly longer for time to therapy at 18 seconds due to significant changes in signal amplitude. This shock was also noted to be ineffective. The third shock in this episode took around 17 seconds for time to therapy. The time to therapy was slightly faster than before because the signal was more homogeneous in amplitude. The last delivered shock for this episode, the fifth shock, had a time to therapy around 20 second. Initially again, high degree of amplitude variation was present after previous shock. Ts observed that the therapy did not appear effective. The episode ended in fast ventricular rhythm. At the end of the episode only sensed beats were seen because the calculated rate was below the lowest zone. The last treated episode was stored approximately 10 minutes later. The subcutaneous electrocardiogram showed fast ventricular rhythm labelled as a sensed beat as the calculated rate was below the lowest zone. Gaps in markers were noted due to the high degree of amplitude variation. Before the episode was stored the calculated rate dropped to 110 bpm or lower. Ts noted that around 40 seconds the beat classification changed to treatable due to a sudden onset compared to previous calculated rhythm. The shock did not appear to convert the arrythmia. A smart pass episode was stored approximately three minutes later with a rhythm that was slightly different in morphology compared to previous episodes. However, it still showed a fast ventricular rhythm labelled as sense because the rate of this rhythm is below the lowest zone. There was no double detection, and the rate was back to around 100 bpm with 0.1 mv amplitude. After these episodes there are other af episodes that show normal sinus rhythm complex with no additional tachycardia events. Additional information was received that the patient was hospitalized on the same day as they returned to italy and x-rays were taken which confirmed correct positioning of the system, without changes to the implant. It was noted that the device was placed in an intermuscular pocket, in the mid-posterior axillary region and the coil is positioned above the sternum fascia. All the measure were within range. During the hospitalization, electrical cardioversion was performed, and a new af ablation was planned. After a careful evaluation of the patient's cardiological history with global recovery of the ejection fraction and, considering the partial interruption of drug therapy at the time of the event, it was decided not to perform any action on the device. A new automatic setup of the device was performed, and the cut-off intervention was optimized.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.